Event description:
New information received notes that the ventricular tachycardia (vt) self-terminated. Programming interventions were made. The patient was asymptomatic.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission found that a ventricular tachycardia (vt) episode had been misdiagnosed by the implantable cardioverter defibrillator (ICD) as supraventricular tachycardia (svt). As a result, no high voltage therapy was delivered. No patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.